Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two hours into an open liver transplantation, needle separation occurred after the product packaging was opened. The surgical time extended 30 minutes or more due to the reported condition. An x-ray was performed to confirm all pieces were located. Another suture had to be used to complete the case. There was no patient injury.